Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported that the insulin cartridge was leaking into the pump's cartridge compartment. The pt experienced no symptoms of high or low blood glucose levels, had no high or low blood glucose levels and did not seek medical attention.